Event description:
The reporter states that there were three incidents of introducer valve leaks. No catalog or lot number were provided. No sheaths are available for return. The valves leaked but the procedures were completed without exchanging the introducers. A section of the device did not remain inside the patient's body. The patients did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of complaint history, instructions for use (IFU), quality control documentation and a review of trends was conducted. These devices were not returned for evaluation. Based on user testimony, these separate introducers/sheaths leaked blood during three procedures. No part number was provided. Based on complaint trends from this region, it is assumed that the complaint devices are sheaths with the isoprene valve design. Each introducer is supplied with an instructions for use (IFU) stating proper use of the device. It gives a precaution stating that "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." There is no evidence to suggest that these devices were built out of specification. Without the part numbers or devices available, it is difficult to determine the specific detection activities that occured or the definitive root cause that led to this event. The appropriate internal personnel will be notified.

Manufacturer narrative:
(B)(4). The event is currently under investigation.